Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37742, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a lead was explanted due to high impedances (greater than 10,000 ohms). It was stated that the other lead was within normal range but it was not known which lead had high impedances. Both leads were explanted and replaced. The patient recovered without sequela. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).